Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure, (date is unknown). According to the complainant, during the procedure, when the physician removed the pullwire, from the patient's stoma site, it was noted the coating from the pullwire was peeled off. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.